Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, at the first firing during a laparoscopic right hemicolectomy, when the reload was attached, the knob broke and came off. Another device was used to complete the case. The event occurred during the procedure, but the product was not used for patient.